Event description:
The healthcare practitioner entered the room to retrieve the previous hours ultrafiltration reading and all of the soft keys locked up and would not work. Immediately following, the continuous renal replacement therapy (crrt) machine alarmed and stated malfunction (six). It would not allow the practitioner to override the alarm. An attempt was made to give the blood back to the patient. Downloaded data and shut off the machine.